Manufacturer narrative:
Block a4: it was reported that the patient weight is 95.5 kg. Block h6: device code a0501 captures the reportable event of grasper detachment. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported that a dakota retrieval basket was used during a lithotripsy procedure. During the procedure, after using a laser fiber, and a dakota basket to remove fragments, the basket broke. Reportedly, the distal basket was removed and a cystoscope advances per urethra to remove the broken basket fragments. The procedure was completed with no patient complications.